Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed, the implant shows extensive signs of wear/use and damage caused during removal, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. DHR review was completed for the subject lot number 1277615. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1277615 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : nerve damage, dental : medical : pain and dental : functional : lack of primary stability. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227. H6: event problem codes ¿ patient code: 2330 discomfort.

Event description:
Doctor reported that after implant placement patient was feeling good. But before the new year patient had pain in implant area for several days and urgently visited doctor. Doctor took decision to replace implant but faced unexpected resistance during procedure. An attempt was made to retrieve it, but due to the patient¿s discomfort and stress (patient was already in panic after the pain), a special tool was used to extract it. Unfortunately, the removal process caused visible damage to the implant surface. Patient will return to complete the procedure.